Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board portion of testing. The s1 was unable to be adjusted to the correct voltage and the stm was unable to clear a "blood detected" alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The stm replaced the solenoid driver board then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board portion of testing. The s1 was unable to be adjusted to the correct voltage and the stm was unable to clear a "blood detected" alarm. There was no patient involvement, and no adverse event reported.